Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient's stimulator was dead and they wanted to know if they could have an MRI. MRI guidelines were reviewed. When asked if the stimulator died due to normal battery depletion, they responded that when they put it in, it turned and stopped working faster than the first one. They went to the doctor last week or two weeks ago and they checked it and said it was dead. They were having the stimulator replaced at the end of the month.